Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery stenosis procedure, the dsc 6f x 115cm us catheter experienced significant bending while attempting to establish access through the femoral artery, which had a diameter of 5.5mm and moderate vessel tortuosity. The catheter tried to go upper many times but failed when established access. The catheter was crushed, kinked, and damaged at the proximal location. As a result, the catheter was removed from the body and replaced with a new one. There were no patient symptoms or complications associated with this event, and the patient outcome was reported as alive with no injury. Additional information was received reporting the cause was undetermined. When it was withdrawn from the body, it was a ruptured sta te.

Manufacturer narrative:
Product analysis: ¿ as found condition: the navien catheter was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no damages were found with the navien catheter hub. The navien catheter body was found kinked at ~7.0cm and ~10.5cm from the proximal end of the catheter hub. In addition, the navien catheter body was found kinked at ~65.0cm, ~57.0cm, and ~39.5cm from the catheter distal tip. The navien catheter body was found broken at ~9.4cm from the proximal end of the catheter hub and at ~18.5cm from the catheter distal tip. The navien catheter distal tip was found to be ovalized. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.